Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500 a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic colectomy procedure, while applying the device to the distal rectum, the reload could not complete the staple line. To complete the case, a new reload was opened. There was no patient injury.